Manufacturer narrative:
Additional information: b5, d4 plant investigation: the described situation is adequately addressed in the instructions for use and/or on the label. Documentation of module production showed no non-conformity during the manufacturing process. The trend analysis showed no similar complaints under the same batch number. The complaint sample was received by the manufacturer for product investigation on (B)(6) 2025. The kit had been modified with additional connectors with three-way stopcocks. It was found that there was almost no gap between the rotor and inner housing. Circular scratch marks were visible at the inner housing of the pump head that was caused by the rotor rubbing against the inner housing during operation. The ball bearing of the rotor was damaged; the ceramic ball was sunk into the tip of the rotor. Due to the damage, no further functional testing was carried out. The pump head was likely damaged due to air entrainment into the circuit. Since the ball bearing is cooled by the liquid flow in the pump head, an accumulation of air in the pump head can lead to an interruption of the cooling and damage of the bearing. As it was believed that air may have entered via one of the three-way stopcocks at one of the ports during placement of a bridge, the conclusion is that an unintended use error caused or contributed to the event.

Event description:
A user facility reported air was entrained into the circuit while attempting to place a bridge on a venoarterial extracorporeal membrane oxygenation (ECMO) patient. The circuit was immediately clamped out and deaired. When trying to reinitiate forward flow to the patient, multiple alarms including "technical failure, pump head" or "backflow detected-zero flow activated" were displayed. A specific alarm (alarm not specified) prohibited the user from reestablishing forward flow. After clearing the alarm, it would not allow flows above 1500 rpm before ramping down to 500. When the circuit was open, flows were reading -0.5 to -1.0 lpm with the pump on. The facility troubleshot for 10-12 minutes with changing motors and turning the pump off and on, all to no avail. The facility conducted a complete circuit changeout resulting in a blood loss of approximately 500 ml. There was no indication the patient experienced a serious injury as a result of this event. The sample was available for return to xenios. Upon follow-up, it was reported a bridge was placed on the xlung kit on 1/dec/2024 between the p1 and p3 ports to promote patient weaning from the device. During the placement of the bridge, it was believed the three-way stopcock at one of the ports may have been open to air; however, this could not be confirmed. Following air entrainment, the pump head seized in place for an unknown reason. It was speculated that either a clot had become lodged under the pump head, or the ceramic portion had broken as result of air entrainment. The circuit was exchanged resulting in blood loss yet there was no resulting serious injury or major deviation from the intended ECMO course. The complaint sample was received for product investigation on (B)(6) 2025.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported air was entrained into the ECMO circuit while attempting to place a bridge on a venoarterial extracorporeal membrane oxygenation (ECMO) patient. The circuit was immediately clamped out and deaired. When trying to reinitiate forward flow to the patient, multiple alarms including "technical failure, pump head" or "backflow detected-zero flow activated" were displayed. A specific alarm (alarm not specified) prohibited the user from reestablishing forward flow. After clearing the alarm, it would not allow flows above 1500 rpm before ramping down to 500. When the circuit was open, flows were reading -0.5 to -1.0 lpm with the pump on. The facility troubleshot for 10 to 12 minutes while changing motors and turning the pump off and on, all to no avail. The facility conducted a complete circuit changeout resulting in a blood loss of approximately 500 ml. There was no indication the patient experienced a serious injury as a result of this event. The sample was available for return for product investigation.